Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 429mg/dl, 152mg/dl, 133mg/dl, 122mg/dl. Tests were done within <10 mins with a difference of 71%. Pt did not experience any adverse events. No further info has been reported.